Event description:
The operating room charge nurse was notified about a "hot smell". It was discovered the smell was coming from an empty operating room. Upon visualization, the single column of the surgical table was actively smoking. The operating staff obtained a fire extinguisher in case of flames. The bed was unplugged and wheeled to the dock outside where it was further evaluated by clinical engineering. This surgical table was purchased in 2005. Upon evaluation by clinical engineering, there were signs of blood and/or cleaning fluid intrusion under the table column cover therefore, the leading cause of smoke was most likely due to a fluid invasion close to the power supply. The vendor rep for steris was contacted and sent a service technician to also do an evaluation however results of their evaluation could not be shared. The service technician did provide maintenance and cleaning recommendations from their service manual (last updated on 07/03/2018) which suggested a twice a year preventative maintenance schedule and special instructions on how to inspect and seal the table covers and power inlets. This information was different than a 2009 operator's guide our clinical engineering department was working from which suggested a 1 year preventative maintenance schedule and made no mention of sealing anything. According to steris, they do not provide service manuals to facilities unless they are. Trained by steris and do not have mechanisms in place to provide notification to facilities if there are changes to preventative maintenance recommendations that occur after he equipment has been purchased. A request to be sent an electronic copy of the most current operators manual to see if this change in maintenance / sealing recommendations had been included; however, we have not received a response back from the vendor after multiple requests.